Event description:
It was reported that a device alarmed for a constant close door message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found that the constant close door messages were caused by an inverted downstream pusher. The downstream pusher was replaced.